Event description:
Boston scientific received information that the right atrial lead was dislodged. This ra lead was explanted and replaced. This lead is out of service. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.